Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure date of initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications product code and/or lot number? What is physician¿s opinion as to the etiology of or contributing factors to this event? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? When was the mesh exposure first noted by a physician? Mesh exposure site/location, symptoms and diagnostic confirmation? Describe any medical/surgical intervention for exposure including dates and results. What is the patient's current status?

Event description:
It was reported via (B)(6) that the patient presented in 2003 with stress incontinence refractory to pelvic floor work, pt diagnosed with stress urinary incontinence and treated with insertion of tvt in 2004. In 2013 minor postmenopausal bloodstained discharge and small bilateral mesh extrusions in paraurethral gutter- treated buy 'burial' under general anesthesia. Patient returned 2017 with minor bloodstained loss. Examination revealed small 5mm mesh extrusion on left side (recurrent). On (B)(6) 2017 excision of small mesh extrusion/hysteroscopy for endometrial polyp(unrelated) under general anesthesia, uneventful.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2017. It was reported that the patient underwent an unknown surgical procedure in 2004 to treat stress incontinence and the mesh was implanted. In 2013 the patient experienced a minor postmenopausal bloodstained discharge and small bilateral mesh extrusions in paraurethral gutter which were treated by burial procedure under general anesthesia. The patient returned in 2017 with minor bloodstained loss. Examination revealed small recurrent mesh extrusion on left side. On (B)(6) 2017 excision of small mesh extrusion along with hysteroscopy for unrelated endometrial polyp was performed under general anesthesia and it was uneventful. Additional information has been requested.

Manufacturer narrative:
Corrected narrative: it was reported that the patient underwent an unknown surgical procedure in (B)(4) 2014 to treat stress incontinence and the mesh was implanted. It was also reported that the patient experienced a minor postmenopausal bloodstained discharge and small bilateral mesh extrusions in paraurethral gutter which were treated by burial procedure under general anesthesia. The patient returned in 2017 with minor bloodstained loss. Examination revealed small recurrent mesh extrusion on left side. On (B)(6) 2017, excision of small mesh extrusion along with hysteroscopy for unrelated endometrial polyp was performed under general anesthesia and it was uneventful. Additional information has been requested. Additional information was requested and the following was obtained: the patient demographic info: age, weight, bmi at the time of index procedure na date of initial surgical procedure? (B)(6) 2014 what were current symptoms following the index surgical procedure? Onset date? (B)(6) 2017 mesh extrusion on left side 5cm other relevant patient history/concomitant medications na product code and/or lot number? Na what is physician¿s opinion as to the etiology of or contributing factors to this event? Na the initial approach for the index surgical procedure? (B)(6) 2017 any concurrent procedure/device implantation? Na were there any intra-operative complications? Na when was the mesh exposure first noted by a physician? (B)(6) 2017 mesh exposure site/location, symptoms and diagnostic confirmation? Na describe any medical/surgical intervention for exposure including dates and results. Na what is the patient's current status?na